Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the left ventricular lead exhibited high capture thresholds. Subsequently, loss of capture was observed. It was discovered that the lead had dislodged into the coronary sinus. The physician believed that patient physiology was the likely cause of the dislodgement. The lead was successfully explanted and replaced. The patient was well post procedure and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).